Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr). The posterior leaflet was difficult to grasp due to the size of the leaflet. Two clips were implanted, reducing mr from 4 to 1-2. On (B)(6) 2020, during a follow up echocardiogram it was noted that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 4. It is suspected the leaflet tore resulting in the slda. No additional mitraclip procedures will be performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported issue of single leaflet device attachment (slda) and /or difficult or delayed positioning appears to be related to patient morphology/pathology. Patient effects of mr and tissue damage are cascading effects related to procedural conditions and are listed in the instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.